Event description:
On october 6, 2021, olympus medical systems corp. (Omsc) received the literature titled "comparative genomic analysis and phenotypic characterization of bronchoscope-associated klebsiella aerogenes". The study aimed to evaluate the microbial profiles of endoscopes pre- and post-disinfection in the disinfection and sterilization center, and investigate the phenotypic characteristics and genomic complexity of k. Aerogenes strains isolated from bronchoscope samples. In the literature, it was reported as follows; from january 2019 to may 2019, the study was conducted in the disinfection and sterilization center of the first affiliated hospital, where both gastrointestinal and respiratory endoscopes are reprocessed. During the study period, procedures in our institution were performed using bronchoscopes (model bf260). Over the five months, 250 bronchoscopes were sampled, and 500 samples were collected in a single cycle, including 250 samples after clinical procedures and 250 samples after usual decontamination procedures. All bronchoscope samples were tested for bacteria. A total of 358 isolates and 13 isolates were recovered from samples after clinical procedures and samples after decontamination procedures, respectively. Of note, most of the detected microorganisms were gram-positive bacteria, such as staphylococcus epidermidis (n = 69), streptococcus salivarius (n = 42), and streptococcus oralis (n = 23). There was no other information about the infection in this literature. Based on the available information, specific information on the subject device and the microbiological testing was not provided. Therefore, omsc will submit a medical device report (MDR) regarding the 13 isolates of microbiological testing.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.